Event description:
The customer stated that discrepant architect magnesium results were generated for patient samples. Results that initially tested critical high or low retested normal. Patient 2: 2.51 (critical high), retested at 0.67, 0.70 (normal). The customer's normal range is 0.7 - 1.05 mmol/l. Corrected results were issued. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Troubleshooting performed by abbott field service identified a damaged cuvette #330 on the architect c16000, which caused the discrepant patient results. The damaged cuvette was not available for return. A search of the service history for the c16000 analyzer found no other tickets related to the complaints under investigation after replacement of the damaged cuvette. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with any of the cuvette and cuvette segment parts. The architect system operations manual has adequate labeling for troubleshooting erratic results and replacing cuvettes as part of normal maintenance. No product deficiency was identified for the cuvette or cuvette segment parts.